Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, due to damage on printed circuit board unit, the image disappears during angulation in ud directions. The exact root cause of the confirmed issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovidescope exhibited a flickering image and/or no image when the angle was too sharp. There were no reports of patient harm.